Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed for the t-handle inserter (p/n: pet30101, lot #: e19di0692). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:pet30101. Synthes lot number: e19di0692. Supplier lot number: n/a. Release to warehouse date: 20nov2019. Expiration date: n/a. Supplier: eit. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2021 on two separate occasions the surgeon went to insert a straight conduit tlif cage and rotated the cage to height. Surgeon tried to release the inserter from the cage and it would not release. Inner shaft would continuously spin and not release. Then the inner shaft of inserter was broke and cage was still attached to broken inserter. Cage and inserter was removed and a new pair of cage and inserter were used. This happened for two separate cages and inserters. Procedure was completed successfully without any surgical delay. No fragments were generated and no patient consequences. This report is for one (1) t-handle inserter. This is report 1 of 2 for complaint (B)(4).